Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module was replaced and returned for investigation. Robustness testing of the received o2 and air gas module has reproduced the described customer issue. Evaluation of the received device logs shows matching event on the reported event day. Between mars 12, at 11:28 and mars 12, at 12:40, several alarms for low o2 concentration were generated. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 and air gas module, where concluded that the nozzle unit has a contributing effect to this behaviors, but the root cause has not yet been fully established.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator delivered a lower o2 concentration than set. There was no patient harm. (B)(4).